Event description:
It was reported that the patient presented in clinic for follow up when lead noise was observed. An insulation issue was also noted. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and was fine.